Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, accuracy testing and device history record review of architect total b-hcg reagent, lot 65706ud01. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending data for the architect total b-hcg assay did not identify an increase in complaints. Additionally, an increase in complaint activity was identified for reagent lot 65706ud01. However, accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect total b-hcg reagent, lot 65706ud01.

Event description:
The customer observed false positive architect b-hcg results on a patient. The results provided were: on (B)(6) 2025 initial=86.5 miu/ml (> or =25.00 miu/ml=positive) /repeated after recentrifuged=77.73 miu/ml /beckman=negative (no actual results provided) /colloidal gold=positive /roche=negative (no actual results provided) there was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect b-hcg results on a patient. The results provided were: on (B)(6) 2025 initial=86.5 miu/ml (> or =25.00 miu/ml=positive) /repeated after recentrifuged=77.73 miu/ml /beckman=negative (no actual results provided) /colloidal gold=positive /roche=negative (no actual results provided). There was no reported impact to patient management.